Event description:
It was reported that the 9800 system had a charger error and communication failure error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board, sib board, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.